Event description:
It was reported that customer experienced repeated occlusion alarms, including alarm 2 and alarm 26, and had prior hospitalization due to recurrent occlusion alarms associated with ketoacidosis. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to disconnect tubing, tighten connection, deliver test boluses, remove and inspect cartridge, and then fill and load new cartridge, but occlusion alarms continued to recur; clinical team changed infusion set and reservoir and tried different insertion sites without resolving problem, so decision was made to replace pump, have customer use multiple daily injections as backup therapy, and have customer program settings, reconnect continuous glucose monitor, place original pump in storage mode, and return problematic pump using prepaid label, with additional follow-up arranged for further support.